Event description:
Patient's mother reported that the patient is experiencing an increase in seizures that started 7 days after the device was replaced. No other relevant information has been received to date.